Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (dtc) [s/n (B)(4)] found broken connector pins on the cable assembly. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was a bent/loose connector pin on the desktop charger (dtc), the implantable neurostimulator recharger (insr) screen was blank, and the insr would not power up. There was no patient harm reported. The dtc stopped working in (B)(6) 2016, and the insr quit working on (B)(6) 2016. The reported symptom of pain started on (B)(6) 2016. The patient's indications for use included chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.